Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent removal of eroded vaginal mesh and pubovaginal sling on (B)(6) 2009 due to stress urinary incontinence and erosion of vaginal tape into the vagina with left adnexal mass. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced severe pain, pulling sensation in her groin and lower abdomen, worsening urgency, persistent sui, urethral pain, swelling, and gross hematuria.

Event description:
It was reported that following insertion the patient experienced severe pain, pulling sensation in her groin and lower abdomen, worsening urgency, persistent sui, urethral pain, swelling, and gross hematuria.